Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the hp053 handpiece is emitting a lot of flat tones when used with new lcsc5 shears. Another device was used to complete the case. There was no consequence to the patient.